Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, rewind test and displacement test due to blank display. Pump received with cracked belt clip slot, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had fluid in it. Customer stated that fluid in the reservoir compartment. Customer was assisted with self test and insulin pump passed the test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.